Event description:
It was reported that bd needle eclipse 21x1-1/2 rb tw had foreign matter during the production process, a dirty cannula with black particles was discovered, please see the following pictures. This concerns your batch 4126045. To facilitate our internal evaluation, we kindly request information regarding your awareness of this defect and whether any similar analyses or potential causes have been investigated in the past.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a crack on the surface of the needle shield. The contamination could not be determined to be loose or embedded. The foreign matter was brown and inside the needle shield. Fourier transform infrared spectroscopy was performed to determine the foreign matter type. The foreign matter is most likely an unknown organic material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Based on the foreign matter type, investigation was conducted on the potential sources. The molding, assembly and packaging process has been reviewed; no possible source of the organic compound can be found. The root cause could not be determined.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.